Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient have experienced high blood glucose of 400 mg/dl, diabetic ketoacidosis and large ketones and have symptoms of hyperglycemia feeling sick/unwell and episodes of vomiting and nausea, patient underwent hospitalization for greater than 24 hours and there it was treated by correction injection via insulin intravenous drip.